Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm in diameter thoracic aortic aneurysm. The proximal aorta was 28 mm in diameter and distally the aorta was 34 mm in diameter. There was mild calcification proximally and at the iliacs and light thrombosis distally. It was reported that during the procedure there was a leak of the saline at connection between sheath hub and flush port of the tf3434c115tj device. The physician decided to use the device because there was only slight leakage. The procedure was successful. It was reported a 6 month follow-up CT scan showed that the tw3632c112tj had migrated distally. There was no evidence of an endoleak. The physician speculated that the cause of the migration was most likely due to the stent graft being implanted into a small proximal side compared to the appropriate area in order to not cover the spinal artery (short proximal neck length). The physician elected to implant another manufacturer's stent graft to successfully treat the migration. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4)

Event description:
Additional information was received as follows: the 12-month post-procedure follow-up showed the maximum aneurysm diameter: 60mm. No other issues were noted. The 24-month post-procedure follow-up showed the maximum aneurysm diameter: 64mm. The patient had a follow-up seven months later and no issues were noted. The 36-month post-procedure follow-up was not carried out since the patient did not show up. The patient withdrew from follow-up and changed hospitals due to convenience for treatment for liver cancer. The patient has not visited this hospital since the last follow-up at 31 months post-procedure; however, there was no treatment recommendation at that time.